Event description:
It was reported that the cardiac output (co) value shown on the vigileo monitor and patient monitor were incorrect. Although the arterial pressure waveform seemed to be normal, the displayed co value was 12~14l/min. While the symptom continued, the abnormality of the value was noted and the user surmised that the value displayed on the vigileo was demonstrably incorrect. No alert or alarms were reported with respect to this event and no patient compromise occurred, as no treatment was initiated in response to the erroneous value. No additional system-related devices were identified as suspect. Note: an unrelated issue involving the navigation knob being ¿loose¿ was also reported with this event.

Manufacturer narrative:
The monitor was manufactured 14-jan-2009 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. Examination of the returned device was unable to replicate the customer¿s complaint. Over 36 hours of burn-in testing, fatu final acceptances test unit and safety testing were performed with satisfactory results. However, damage was identified during the evaluation - the navigation knob was loose. There was no indication or evidence that the issue was the result of any manufacturing defect, but rather the looseness was consistent with wear and tear. The navigation knob (encoder) was not replaced at the request of the customer. It is unknown if procedural processes or other circumstances were responsible for the customer¿s experience as all other functional testing results support that there is no failure of the device to perform as intended. The monitor will be returned to the customer and no further actions will be pursued at this time.

Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, and conclusion.